Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to no voltage. A review of the share logs was performed and a pair new transmitter message was found within the investigation window. The allegation was confirmed. The probable cause was determined to be early sensor expiration. He probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 event problem and evaluation codes: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - additional/correction. D8: was this device serviced by a third party? ¿ correction. H2: additional information/correction. H6: event problem and evaluation codes - additional/correction.

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a pair new transmitter message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.